Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call off no power anomaly. Customer replaced the battery on the insulin pump and have received multiple off no power alarms. Troubleshooting for the off no power anomaly was performed. Customer received a low battery alert and less than 24 hours later they received the off no power alert. Customer advised this is the 2nd occurrence of the off no power anomaly in less than 24 hours after the low battery alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with normal operating currents. No unexpected off no power or low battery alarms were noted. The pump was received with minor scratches on the display window, and a cracked reservoir tube lip.